Event description:
It was reported that the customer's device would not power up completely. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed that dc power was functional with a charged battery and only ac power was failing. The cause of the ac power failure was determined to be a shorted field effect transistor, designator q6 from the eos power supply, which is a part of the power supply assembly. There was no lockup issue ever observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.